Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: one low blood glucose (bg) level was recorded on (B)(6) 2017. User override bolus size for all bolus requests, and many times declines recommended corrections. Bolus size is always smaller than the recommendations of the pump. Basal rate setting were adjusted down from the beginning of the month to the end of the month. Bolus requests were made without the current bg level being entered. Making bolus requests without entering current bg levels could lead to a low bg event. If customer continues to have low bg levels, basal rate might need to be adjusted. There was no evidence of device malfunction.

Manufacturer narrative:
Per the user guide: insulin on board (iob) is always displayed on the home screen and is used in bolus delivery calculations when applicable. When a bg is entered during bolus programming, your t:slim g4 pump will consider any active iob and calculate an adjusted bolus if necessary.

Event description:
The contact reported that the customer had entered a carbohydrate value without adding the blood glucose (bg) value. As a result, the insulin on board (iob) was not being considered in the calculation of a carbohydrate bolus and caused the customer's low bg. Tandem technical support educated the contact on the iob function.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing low blood glucose (bg) levels (50-60 mg/dl) in the mornings. To address the low bg, the customer would eat breakfast and suspend insulin delivery. The cause of the low bg was not known. Tandem technical support advised the customer to discuss the event with a healthcare provider.